Manufacturer narrative:
(B)(4). Concomitant medical product - vanguard(tm) cr femoral 65mm right - interlok catalog# 183008 lot# 321880, polished finned tib tray 75mm# 141254 lot# 2014060645. Event is being reported to FDA on three medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034 - 2017 - 00024 and 0009610576 - 2017 - 00001 ).

Event description:
It was reported that the patient underwent a revision procedure due to pain and instability caused from fall approximately 14 months post implantation.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event